Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. This complaint event occurred during a pulmonic, off-label case, for s3ur commander with a non-edwards sheath. While the training manuals listed in the technical summary are not relevant for an off-label case, review of the IFU and procedural manuals from approved indications was performed revealing that the content adequately provides warnings and instructions for use regarding the reported complaint event for indicated cases. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed as complaint device was not returned, and photos/imaging of the complaint event were not provided. Available information suggests patient factors (calcification) likely contributed to the event as the field clinical specialist reported calcium distal to the pre-stent. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the fcs reported that the system as prepped with +3ccs higher volume than recommended nominal inflation volume from the IFU. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty to withdraw system through the sheath was unable to be confirmed as the complaint device was not returned, and photos/imagery were not provided. The case was a pulmonic off-label case using a non-edwards sheath. Available information suggests that the balloon burst likely contributed to difficulty withdrawing the system through the sheath. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a pulmonic case, the delivery system balloon burst during deployment. The system was prepped with +3ccs and burst at around +1/2ccs. The burst was believed to be due to calcium distal to the pre-stent. Resistance was noted as the balloon was retrieved into the sheath. No pieces were noted to be missing. There was no reported harm to the patient.